Event description:
Healthcare professional reported right side textured implant rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Returned to mfg on: the device has not been returned. Pending photo evaluation.

Event description:
Healthcare professional later reported right side capsular calcification. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: no observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side textured implant rupture and "capsular calcification" . The device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/07/2024.

Event description:
Healthcare professional reported right side textured implant rupture and "capsular calcification" reported via MRI. The device was explanted.